Event description:
The customer reported the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and disconnected the system from power and the ups and let the system boot up and repair software by itself. The system operates as intended.